Event description:
It was reported by the customer that an ant was found inside the pleurx drainage vacuum bottle. The device was identified as contaminated prior to use and was not used on the patient. No patient injury or adverse effects were reported.

Manufacturer narrative:
H11: a lot number was provided; the device history records are currently under review. The investigation is currently underway. H3 (device eval by manufacturer) a device has not been returned. Upon completion of the investigation, a supplemental report will be filed. D2: medical device type: dwm; png. G4: PMA/510k: k160437;k160450;k201155;k241946;k971753. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.